Event description:
During a code, a triple lumen catheter was inserted into the groin. The catheter had been inserted and guide wires removed. In the process of suturing, the catheter separated from the hub of the catheter leaving 10-15" of catheter in the groin. The pt expired of unrelated causes prior to planned removal.